Manufacturer narrative:
Product ID 3487a-33, lot# v081131, implanted: 2008 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3487a-33, lot# v081131, implanted: 2008 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
The manufacturer representative reported that the stimulation was weakening after it runs for a while. The stimulation started fading when sitting in an upright position. The patient fell in (B)(6) 2015 and two more times since then and states that the fall started this. Positional movement affecting the stimulation was reported and stimulation would shut off at night. The patient stated that his equipment was at home when this occurred so he did not shut if off himself and made sure his implant was charged. The patient started having pain when the device was shut off and when he went to try and turn stimulation up he got an error message on the programmer. The patient was able to decrease stimulation. Additional information received from the manufacturer representative reported that impedance tests done showed normal impedance. No imaging was done and it was unknown why the implant was shutting off or if the weakening stimulation had been resolved. The indication for use was post lumbar laminectomy syndrome. If additional information is received a follow-up report will be sent.